Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: how was the procedure completed? Unknown. It was reported that this was a potential adverse event. Were there any patient consequences? If yes, please describe. Unknown.

Event description:
It was reported that during a low anterior resection procedure, the surgeon claimed that the device cut but did not staple. It is unknown how the procedure was completed. It was unclear if there were any patient consequences.

Manufacturer narrative:
(B)(4). Batch # p5509j the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was received with the device removed from the primary package. The cartridge was visually inspected and evidence of possible dried body fluids were present on the device. There were scrape marks and titanium deposits in the bottom of the pockets of the device from this investigation. This is consistent with staples being present in the device when the instrument was fired. Batch number p5509j. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.